Event description:
It was reported to the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips were scissoring when being placed on duct. A new applier was opened to finish the case. There was no consequences to the pt.